Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient had a full explant of the lead and device on (B)(6) 2015. A new system was implanted. The explanted system was going to be sent in for testing. As far as the manufacturer representative knew, the patient was doing fine. This event will be updated if additional information is received.

Event description:
It was reported that the patient experienced a shocking sensation and pain at the pocket site of their implantable neurostimulator (ins). The shocking sensation went away when the stimulation was off. Also, the patient stated that the ins battery was not as deep as it once was as it felt more shallow. The patient had good device therapy. It was noted that the manufacturer¿s representative had met with the patient on (B)(6) 2015 where the patient had the stimulation was off and they were ¿ok¿. Additional information received on (B)(6) 2015 reported that they patient had uncomfortable stimulation in their back. Specifically, while working with programming adjustments, the patient began to feel the paresthesia at 1-2 volt and noted the uncomfortable stimulation in their back. Impedance testing showed normal values, in the 700-800 ohm range. The patient had an upcoming appointment with their managing physician later in the month of (B)(6) 2015 to determine the next steps. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The stimulator was functionally okay with insignificant anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.